Event description:
Facebook complaint received: "I had this surgery in 2008. Lost 80 lbs!! Worst thing I could have ever done. Had the band removed in 2019 bc the lap band gave me a bacterial infection that could not be cured and in 2020 being diagnosed with having a malignant area in my stomach!!! In 2021 had to have a full gastrectomy!! Thank god I have survived this! I would advise anyone not to get the lapband."

Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not provide information for an investigation. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.